Event description:
Single use full face bipap masks made by fisher and paykel lot #070730 has a mask lining that detaches from the mask base rendering, it impossible to maintain volumes to the pt. Numerous near miss pt events made it necessary to pull product line out of our hospital district. It was also decided by the product safety committee at valley health systems based to report product defect to the FDA. The ineffective seal caused a gross leak that made it impossible to safely ventilate the pt. Dates of use: 2007 - 2008. Diagnosis or reason for use: pts with impending respiratory failure.